Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned device consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the device. Microscopic and tactile inspection revealed damage (pinch with a hole) to the outer shaft, 17cm distal from the exit notch. Microscopic inspection found no irregularities or defects with the inner shafts. Microscopic inspection of the distal tip presented no damage or irregularities. Microscopic inspection of the balloon presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jan-2016. It was reported that shaft kink occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, while pushing the device to cross the lesion, the shaft was kinked. The procedure was completed using a 3mm coyote es balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hole in the outer shaft.